Event description:
A non healthcare professional that following implantation of an intraocular lens (iol) the capsule rupture, does not know if the lens caused the rupture. It was a very small eye, the capsule appeared intact upon implanting the lens, then wrinkled and the lens started to go to the vitreous. He was able to remove the lens and replace it with a 3-piece lens. Additional information received and stated that, rent in capsule resulting in changing from a vivity to a monofocal lens. The patient also required postop eyedrops because of the tear in the capsule. Patient was left with residual astigmatism. Patient's postop visual acuity is 20/25 at his last visit. The patient right eye is a lazy eye and he relies more on his left eye. He was sent to his referring optometrist to get glasses as needed to correct his remaining astigmatism. The surgeon¿s prognosis was good, but may need glasses now for astigmatism and near vision.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Information was provided that a non-qualified company cartridge was used. The diopter of this lens model was beyond the range that was qualified for use in a company specified cartridge. The lens is qualified for use in a company specified cartridge. A qualified company handpiece was indicated and a non-qualified viscoelastic. The surgeon provided information that he does not know if the iol caused the rupture. It was a very small eye, the capsule appeared intact upon implanting the lens, then wrinkled and the lens started to go to the vitreous. The surgeon was able to remove the lens and replace it with a 3-piece non-company lens. Also, a non-qualified cartridge and non-qualified viscoelastic were used with this lens. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: 2022-82812.